Manufacturer narrative:
D5 - operator of device: updated. D8: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displayed a ¿no disposable pump won¿t run¿ error during infusion of 5-fluorouracil (5-fu), resulting in an under delivery of therapy. Troubleshooting attempts included cassette removal; however, the patient reported the cassette was empty with air visible throughout the tubing, and the pump was subsequently powered down. The pump had been programmed to infuse at 2.2 ml/hour with 11.9 ml remaining and 88.15 ml delivered. There was patient involvement with no reported harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.